Manufacturer narrative:
(B)(4). The insulin pump received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test and displacement test due to blank display. Pump received with broken battery cap and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated they tried 3 different batteries with new ones. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are damaged. Customer stated display was did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.